Manufacturer narrative:
The device has been returned to the manufacturer.

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient is deceased. The patient is reported to have been on holiday when entered a disco and approached ¿big loudspeakers¿. The patient sat on the ground, lost consciousness and died. The physician inquired if the speakers interfered with device function. No autopsy was or will be performed and the device will be returned for analysis.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.